Event description:
It was reported that the user experienced a high glucose followed by a low while using the ilet bionic pancreas, with the user attributing the sequence to possible overcorrection and maladaptation and subsequently disconnecting from the pump. Symptoms included dizziness, lethargy, and loss of consciousness with a reported nadir glucose of approximately 35 mg/dl. Outcomes included emergency medical services treatment on scene without hospital admission. Troubleshooting and education were completed with support. Investigation included case review and assessment of use conditions. Investigation of this case revealed no device malfunction identified and an undetermined cause for the hyperglycemia and subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.